Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) reviewed the device data and provided troubleshooting guidance, including education on proper communicator placement, maintaining proximity of the patient for adequate daily connection time, and minimizing potential sources of radiofrequency (rf) interference. Further evaluation was recommended to determine if rf interference or setup configuration is contributing to the issue. No adverse patient effects were reported. This pacemaker remains in service.